Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(6)) displayed user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) message. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (serial # (B)(6)) displayed user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) message" was confirmed during functional testing. The root cause of the ua07 was the failed load cell modules, likely attributed to aging of the platform, failed component(s), or mishandling such as a drop. The autopulse platform was manufactured in august 2013 and is 10 years old, past beyond its expected service life of 5 years. Visual inspection revealed a broken head restraint and a bent battery lock clip, unrelated to the reported complaint. The broken head restraint wire does not render the autopulse platform non-functional. The most likely root cause of the observed damaged issues is aging of the platform or user mishandling. The top cover needs to be replaced to address the broken head restraint wire and the battery lock clip need to be replaced to address the other observed physical damage. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around the reported date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The root cause of the ua07 was the failed load cell modules, likely attributed to aging of the platform, failed component(s), or mishandling such as a drop. After the load cells were replaced, the device passed a 15-minute functional test with the large resuscitation testing fixture, (lrtf) equivalent to a 250-pound patient. Awaiting customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number (B)(6).